Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's parent reported via phone call that she was hospitalized due to a high blood glucose level. The customer started to have issues with high blood glucose levels on (B)(6) 2015. Her blood glucose level was 548 mg/dl. The customer's high blood glucose level symptom was nausea. Her site was sore and she felt pain. The infusion set had a bent cannula. The insulin pump alarmed no delivery. The device was not returned.